Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the purewick urine collection suction unit had stopped working. Then attended the site to troubleshoot and found that the purewick suction unit had very weak suction and was not sucking up any fluid.

Manufacturer narrative:
The reported event was confirmed, cause unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (none). There were light and sound when the power switch was flipped to the on position, indicating device function. Once the device was opened, there was residue on the base and the rim. Further inside, there was residue and corrosion on the returned pcba. There was also residue in the inner tubing next to the motor. Functional evaluation of the returned sample noticed the device failed with an initial value of 0.062 slpm and a value of 0.070 slpm after 10 seconds, with the returned pcba. Product labeling was reviewed for this investigation, and the labeling is found to be adequate. It states: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter ". 6. Use only the purewick¿ urine collection system a/c power cord with the device. Use of an alternate consumer style a/c power adapter or an extension cord may cause damage to device and electrical shock or injury and will void the warranty. There are no serviceable parts in the purewick urine collection system. Adjustments or modifications made by anyone other than an authorized representative of bd will void the warranty. If the purewick urine collection system is not functioning properly after performing the troubleshooting steps, the device may have reached the end of its useful life. With normal use, this device shall remain safe for the useful life. Do not use the device if it is damaged or defective, including, but not limited to the following: cracks separated housing not suctioning properly or no suction damaged power cord. It also states "although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty". Canister : replace the canister and tubing for each patient per facility protocol or at least every 60 days, whichever is sooner. If you notice any of the following, replace immediately: -canister or tubing has residual urine build-up -canister or tubing appear cloudy -canister or tubing appear discolored -canister becomes cracked -tubing becomes torn -purewick external catheter no longer securely connects to collector tubing. Failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. As there are no known relevant retain samples to review, a retain sample analysis is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Initial reporter zip: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that the purewick urine collection suction unit had stopped working. Then attended the site to troubleshoot and found that the purewick suction unit had very weak suction and was not sucking up any fluid.